Manufacturer narrative:
(B)(4). Date of event: unknown. The lot was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported via journal article: title: magnetic lower esophageal sphincter augmentation: a viable rescue therapy for symptomatic reflux following bariatric surgery. Authors: broderick r.c., cheverie j.n., lee a.m., sandler b.j., jacobsen g.r., fuchs k.-h., horgan s. Citation: surgical endoscopy. 2019 apr; conference: 2019 scientific session of the society of american gastrointestinal and endoscopic surgeons, sages. United states. 33 (supplement 1) :s65; http://dx.doi.org/10.1007/s00464. This retrospective review discussed about magnetic lower esophageal sphincter augmentation: a viable rescue therapy for symptomatic reflux following bariatric surgery. Between march 2014 through june 2018, 13 identified patients (female=77%, male=23%; mean age=43 years; average bmi=30.08) underwent linx (ethicon) placement after bariatric surgery. Reported complication included nausea, stricture (n=2) which required endoscopic dilation. In conclusion, linx placement is a safe, effective treatment option in the surgical management of refractory gerd after bariatric surgery. It can relieve symptoms and obviate the requirement of high dose medical management. Magnetic lower esophageal sphincter augmentation should be another tool in the surgeon's toolbox for managing reflux after bariatric surgery in select patients.